Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusions set fell off during use event on (B)(6) 2024. Insertion area was cleaned, air -dried, and free from hair. Infusion set has been used for 48 hours. The blood glucose level was 150-160 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.